Event description:
It was reported that auto mode switching (ams) due to far field r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was stable.

Event description:
New information notes programming changes were made. The patient was stable.